Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for the evaluation. Upon visual evaluation, the detached line from the pump adapter was noticed. Therefore, the reported condition is confirmed. As part of continuous improvements, a corrective action has been opened which includes assembly process changes and retraining of manufacturing personnel. These actions are designed to prevent the reoccurrence of the reported defective condition. The root cause and action plan will be documented through formal investigation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that while priming the tube, noted formula squirting out a leak in the tubing.